Manufacturer narrative:
This event has been previously reported and investigated under (B)(4). If any additional information becomes available, it will be submitted in a supplemental report for the referenced per.

Event description:
This evening the guy who cleans our office area proactively reached out to me and let me know that he has been having some trouble with his stryker knee implant. Updated event " the patient said that his condition is unchanged from the last time he spoke to us (B)(4). He continues to have limited rom but, since he doesn't have health insurance, he hasn't been able to get anything done."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This evening the guy who cleans our office area proactively reached out to me and let me know that he has been having some trouble with his stryker knee implant.